Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from february 23, 2021 - february 24, 2021. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found fluid inside the bag that contained the sample. The cause of the fluid was due to a broken tubing at the junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the broken tubing could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white flow restrictor detached from the administration tubing of a large volume infusor which resulted in a leak. This issue was discovered prior to patient use. The device was filled with benzylpenicillin 10800mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.